Event description:
In 2009, the patient reported receiving e4 (occlusion) errors on her infusion device during basal delivery. She stated the errors have occurred 3 times since yesterday. Each time the error occurred she noticed air bubbles near the luer connection of the infusion set. She changed the infusion tubing each time and primed. She stated that each infusion set was from the same box and lot number. She was instructed to use an infusion set from a new lot number. When she removed the infusion headset there was blood at the site. She was able to prime and bolus through the new infusion tubing without error. No physiological effects were reported. The patient did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.